Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that aspiration was lost. This 2.1mm jetstream xc atherectomy catheter was selected for use during a lower extremity angiography procedure to treat a calcified occlusion within lower extremity arterial stents. The lesion was located in the superficial femoral artery. After the first rotational atherectomy pass with the jetstream device, abnormal fluid aspiration was noted with minimal fluid extraction. The device was removed from the body for re-priming, when it was found that the catheter was blocked and it could not prime and the liquid was sprayed from the tip of the catheter. Therefore, the procedure was completed with another of the same device and the patient condition was stable following the procedure.